Manufacturer narrative:
Device failure related to the product package insert not being followed. Description of device analysis: date of procedure: 02/14/1998. A segment of clear tubing with a stretched fibered coil inside was returned coming out from 2 masses of tissue 1.5 cm by 1.5 cm. The masses of tissue were kept together with some suture and 2 metallic clips. Even though the masses of tissue were tangled over themselves, it did not appear that the returned piece of tubing could be the whole 6 cm of the detached catheter's distal end, as reported. After cutting off the clips, attempts were made to remove the piece of tubing with the coil. However, only a section approcimately 1 cm long of the tubing with the part of the coil came out. Another segment of the clear tubing remained stuck to the tissue. It was then observed that one end of the coil was severely stretched and there was no zapped end on it. This side of the coil was protruding at the end of the piece of tubing that had a very jagged end, which would indicate that this was the detachment site. According to a report by the physician, other devices used in the procedure were: the guidewire from the kit, coils and coil pusher, none of which were returned for evaluation. It should be noted that per tti's labeling instructions, the fastracker-325 catheter is indicated for use in teh peripheral and coronary vasculature, but no coils are indicated for use with this catheter. Additionally, per the labeling instructions with the vascular occlusion system: "only 0.010 inch coils are compatible with the coil pusher-10 and tracker-10/fastracker-10 system infusion catheters. Only 0.018 inch coils are compatible with the coil pusher-16 and tracker-18/fastracker-18 system infusion catheters." Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expectd severity. This information is based on information supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
It was reported to target that pt was admitted for emergency left kidney embolization. Using standard selinger techniques, 5f pigtail cathetr was placed into the right common femoral artery. Angiogram was performed which demonstrated large vascular mass in left upper quadrant stretching the splenic artery. There was filling of single left renal artery which more distally demonstrates multiple abnormal branches to approximately 8 cm diameter tumor mass in mid lift kidney. Branches are also present to normal appearing left lower pole. One of tumor branches is noted to be actively bleeding into hematoma. 5f cobra style catheter was placed in left renal artery and catherization was performed. Then 3f super-selective catheter (fastracker-325) was placed into bleeding tumor vessel. 1cc dehydrated alcohol was instilled into catheter with resultant eventual occlusion of artery and marked decrease in bleeding. Few collateral vessels were also still noted to be present. Catheter was pulled back slightly and 2mm by 1cm coil was placed into artery satisfactorily. Catheter was then retracted further into origin of bleeding artery. Attempts to place 4mm by 4cm coil in vessel resulted in shearing off end (approximately 6 cm) of catheter. Sheared end of catheter, with coil in it, was in renal artery. Proximal section of catheter was removed and replaced with identical catheter. Two additional 2mm diameter coils were placed renal artery non-bleeding portions of tumor as well as lower pole of left kidney. Follow up angiogram at end of all embolizations revealed no bleeding with diminshed flow to tumor vessels and little or no flow to lower pole of left kidney. Sheared portion of catheter containing coil remained in kidney. Sheared catheter section was later removed from the pt's body and sent to target for analysis. The pt has been reported as being in good condition post procedure.